Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation summary: it was reported there is white foreign matter in front of the rubber stopper. To aid in the investigation, one sample with no packaging blister and five photos were provided for evaluation by our quality team. A visual inspection was performed and the syringe barrel has one white speck at the bottom. It is embedded shrink void resin. No other defects or imperfections were observed. The five photos provided show the samples received. The shrink void resin occurs during the injection molding process. It could be possible there was a variation of the pack pressure inducing the symptom reported.

Event description:
It was reported while using bd luer-lok¿ syringe that there is white matter located in front of the stopper. The following information was provided by the initial reporter, translated from dutch to english: we found an abnormality on the syringe during packing that we have not seen before. It is white matter located in front of the stopper. (See photos). The matter appears to be embedded, but further investigation should tell.